Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was found to have infection at the ipg site. Patient was treated with oral and IV antibiotics. As such surgical intervention took place wherein the system was explanted.